Manufacturer narrative:
(B)(4).

Event description:
A confirmed motor stall and tube set message was noted in the event logs with no motor stall recovery recorded. The pt had magnetic resonance imaging (MRI) on (B)(6) 2011 and the pump was never interrogated the day of the MRI. No pt symptoms were reported. The pump contained morphine, bupivacaine and baclofen. The issue was resolved.